Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 500 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling nauseous and was throwing up due to their high blood glucose. Customer also reported their insulin pump was not delivering insulin. The customer also stated they had changed out their reservoir and infusion set. Customer also reported no alarms had occurred to alert them of any issues. Troubleshooting found insulin was able to exit during a manual prime. Customer also did not observe any leaks on the insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer will be sent a tubing clamp to finish troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-86255.